Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿capsular contracture g. IV¿, ¿possibility of microrupture in the left breast prosthesis¿, and ¿periprosthetic liquid¿.

Event description:
Healthcare professional reported left side ¿capsular contracture g. IV¿, ¿possibility of micro-rupture in the left breast prosthesis¿, and ¿periprosthetic liquid¿. Events have been confirmed with diagnostic testing. The device remains implanted.

Event description:
Device has been explanted and replaced.